Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation on january 14, 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure the laser fiber broke 3/4 of the way down the scope. A second of the same device was used and the same issue occured. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.